Event description:
It was reported that the fluconazole infusing time on the pump was to infuse over 2hrs however the pump was infusing the medication too fast, and medication was stopped and placed medication in a new syringe pump with correct infusion time and flushed after with also correct time. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. Improper shutdown. No error which related to customer reported problem was found in event history log (ehl), but primary audible alarm post error was found in history. During the functional testing an accuracy test was performed and passed all the reading of size on both quality control slugs within the required specs. The pump was infusing as intended. The root cause of the issue could not be determined as no fault was found. Replaced the speaker for preventive due to primary audible alarm post was found in ehl. Performed preventative maintenance and all functional testing.